Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was intermittent. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were intermittent.